Event description:
Hyperglide balloon 4x10 prepped correctly on table; visually checked under fluoroscope as "ok". When put in position, injected 1/2 maximum contrast and balloon was not visualized. Pull back wire for 10 seconds to flush balloon with wire was in balloon. However, balloon inflated and ruptured basilar artery.